Manufacturer narrative:
Date of initial report sent: 08/28/2009. MDR ref #: 9615742-2009-00081 (avaulta posterior biosynthetic support system). Bard MDR ref #: 1018233-2009-00111. Note: this report corresponds with bard's report #: for an "avaulta anterior system," product ID 486010. The original surgery was performed at hosp.

Event description:
Draft. Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor but not yet received.